Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode the customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 pm rate delivery inaccuracy account name: (B)(6) hospital account #: (B)(4) asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer has concerns with the rate delivery during the preventive maintenance test on 8100 (s/n (B)(4)). Failure device type: alaris system instrument failure problem type: 8100 failure mode: pm testing case resolution: customer has concerns with the rate delivery during the preventive maintenance test on 8100 (s/n (B)(4)). Customer describes the rate volume collected being intermittently out of tolerance. Customer performs the calibration of device successfully. Retest of the post verification fails high on the rate accuracy. The collected volume at 12.91 on retest. Customer tries a different setup workstation, and device passes with no problems. Recheck of test station, customer explains to being in good integrity. In review of setup, we find customer is using standard set from floors. I suggested to customer, when performing pm¿s and/or calibrations they need to use the part 8100-rcs set. In this case, would be needed to execute preventive maintenance. Informed customer, if any further concerns and/or issues to give a call back. End call.